Event description:
Arthrocare arthro wand used for case. End of wand had melted appearance and became very pliable. Wand exchanged for new wand. No patient burn/injury or contact occurred.what was the original intended procedure?left hip arthroscopy.